Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H10. Additional information added in a1, a2, a3, a4, b6, b7, d1, d2, d4, g4 and h6 (health effect - impact code). H11. Corrected information in b5, d6a and h6 (medical device problem code & health effect - clinical code).

Event description:
It was reported that a revision surgery was performed on the patients left hip due to pain, disability, and mental suffering on (B)(6) 2020. The primary left hip resurfacing was performed on (B)(6) 2009.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to pain, disability, and mental suffering. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the cup and the head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Based on the limited information provided, the clinical root cause of the reported pain, disability, mental suffering, and elevated metal ion levels cannot be confirmed. It cannot be concluded that the reported events are related to a malperformance of the implant or implant failure. The impact to the patient beyond the revision surgery cannot be determined. However, approximately 1.5 months later, the patient had an additional revision due to infection. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone . Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H10 ¿ additional information. G1- phone number h11 ¿ corrected data. B5- describe event or problem. E1- initial reporter name and address. G- contact office (and manufacturing site for devices). G2- report source. H6- evaluation codes.

Event description:
It was reported that, after left hip resurfacing (bhr) was performed on (B)(6) 2009, the patient experienced metallosis, pain, disability, and mental suffering. Large fluid collection with sub trochanteric bursa was observed near the hip joint, along with serpiginous hyperdensity adjacent to the proximal left femur. These complications were treated by performing a revision surgery on (B)(6) 2020. Patient's current health status is unknown.

Event description:
It was reported that a revision surgery was performed on the patients left hip due to pain, disability, and mental suffering.